Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching 400 mg/dl. Reportedly, the customer is new to the pump and the pump settings needed to be adjusted. Customer delivered a bolus and increased the basal rate to address elevated bg levels. Subsequently, customer's bg levels dropped to 44 mg/dl. Customer reported low bg levels are due to overcorrecting for elevated bg levels. Customer addressed low bg levels with a glucose tablet and a candy bar.